Event description:
The device was removed and replaced due to pocket erosion.

Manufacturer narrative:
MDR reportability was re-evaluated: the reported event occurred in the u.s. On a clinical investigational device (paradym sonr crt-d 8770) and was therefore not MDR reportable. However, because an initial MDR has already been submitted, please find attached the analysis and closure report for this case.

Event description:
The device was removed and replaced due to pocket erosion.

Event description:
The device was removed and replaced due to pocket erosion.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4).